Event description:
On unknown date, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. On (B)(6) 2015, imaging identified a suspected endoleak (type unknown). The cause of the endoleak is reportedly unknown. On (B)(6) 2015, imaging identified a type ii endoleak. The cause of the endoleak is unknown. No aneurysm enlargement was identified. On (B)(6) 2015, a coil embolization procedure was performed to treat a type ii endoleak. It was reported the endoleak was excluded and the patient tolerated the procedure.